Event description:
Medtronic's 780g guardian 4 sensor failures. I have had multiple failures of there sensors for there cgm. Product has known issues and constant failures which can cause lack of insulin to be delivered or to much. After looking online there are hundreds of reviews and complaints of these sensors failing and causing health concerns and possibly causing major health issues including people going into coma or worse yet untimely death. This issue of faulty sensors of the medtronic's guardian 4 needs to be fixed or pulled off market. I am discussing with my dr options to alternate pumps and cgm sensors.